Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). K081047; k123188; k133786. The previous repair report for ultra duo flex fluid cart serial number (B)(4) was reviewed and noted no related non-conformance's, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) medical center that a both sides of unit are alarming tandem errors. (B)(6) was contacted about the cart and was dispatched to the site. The technician arrived at the site and confirmed that the cart was issuing tandem and range errors for cylinder #1, and noted that both level sensors were bent. He replaced both level sensors (part # 91584, lot code 0027020) and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. Service work order (B)(4) on 15 february 2018. Follow up was completed on the returned level sensor was completed on 02 august 2018. No information pertinent to the investigation was found. The root cause for the unit issuing tandem errors was due to a malfunctioning level sensor. The level sensor is responsible for measuring the fluid levels in the cart, and a malfunctioning level sensor would issue tandem errors. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the level sensors were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that before surgery both sides of unit are alarming tandem errors. Investigation results pointed out that both level sensors were bent, and wouldn't have been able to read correct fluid levels. No adverse events were reported as a result of this malfunction.